Event description:
The following was reported: "the tip of the sheath came off during a case in a patient. It was retrieved. Xray was taken. " no negative impact in state of health reported. However, due to the reported additional medical intervention (x-ray), this case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).